Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial #. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On april 14, 2025, while connecting to the pump on the call, the patient stated, ¿it takes a few minutes,¿ and then later stated ¿it's sitting at 90% - it used to not be this long, but it's gotten more and more where it takes longer and longer.¿ when the agent inquired about the event date, the patient stated ¿it was placed last september, and for the first 5 months, it was quick, but then it started to be a little slow,¿ and then later stated ¿when I first got it, between the 2 of them (external equipment) it was less than 2 minutes, and now sometimes it's 5-10 minutes to get a bolus.¿ the agent assisted the patient with clearing data. Prior to clearing data, the patient¿s data was 13.01 mb. The patient was going to monitor and call back for assistance as needed.